Event description:
It was reported that during a gastrectomy procedure, as the firing trigger was too hard to be grasped at the second firing, the device could not be fired. Reinforcement product was not used. The doctor commented that the first firing was completed without any problems. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One piece sled the analysis results found that one (B)(4) device was returned with the handles open and with a blues cartridge reload present. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).